Event description:
A malfunction was reported, displaying malfunction code 0 and fault ID 0x217c. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer received assistance from technical support to reset the pump, and after resetting, the malfunction did not recur. The customer was advised to continue using the pump but instructed to report if any issues reoccurred.